Event description:
Pump declared altitude alarm 21, leading to the customer's blood glucose level rising to over 600 mg/dl. Customer addressed high blood glucose by administering a correction injection via mdi and did not require third-party assistance. Tandem technical support provided guidance to clean the pump's speaker holes, reconnect the cartridge, and resume insulin. Following these instructions, the pump resumed normal operation and the alarm did not recur.